Event description:
It was reported that no cgm readings were available to the ilet bionic pancreas and a dosing stops soon alert occurred after a freestyle libre 3+ sensor had been started using the libre app, resulting in the sensor being paired to another device and unavailable for the ilet; the user was educated to start a new sensor and pair it with the ilet app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with an improper procedure, as the freestyle libre 3+ sensor can pair to only one device, and a device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup procedure.